Event description:
A male patient underwent initial aaa repair in 2008. The procedure consisted of placement of a zenith main body, two zenith iliac legs was conducted without reported incident. In 2009, the patient underwent a secondary procedure as the patient's neck was not ideal, and a type I endoleak had developed. The physician placed a zenith main body extension. The current status of the patient is unknown.

Manufacturer narrative:
Still under investigation at this time.